Event description:
Event description guidant received information that this implantable pacemaker (ipm), which is currently under clinical trials, had right ventricular oversensing, high right ventricular thresholds and stored internal electrocardiograms indicating ventricular tachycardia episodes.